Event description:
As reported by the field clinical specialist, approximately 10 years post transfemoral tavr procedure with a sapien xt valve, the patient presented with shortness of breath. The valve was failing due to central regurgitation. A valve-in-valve was performed with a 23 mm sapien 3 ultra resilia valve. No patient complications were reported. Per medical records reviewed, a transthoracic echocardiogram prior deployment of the second valve reported pre-existing bioprosthetic valve with severe aortic insufficiency and peak velocity 2.6 m/s. Post deployment of the 2nd valve, the aortic mean gradient was 10.8 mmhg. A transthoracic echocardiogram (tte) performed later on the same day reported the 23mm sapien 3 ultra resilia valve in aortic position with evidence of normal bioprosthetic valve function.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation and medical records received. Sections b.4, b.5, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: clinical code, device code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the complaint site was reviewed by the edwards proctor/imagery team. The following observations were made: the valve appears to be well-expanded, and central regurgitation was observed. The complaint for central leak was confirmed by the provided imagery. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues, including patient-related factors or structural valve deterioration, such as calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting leaflet motion, leading to abnormal coaptation. Due to limited information, a definitive root cause cannot be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 10 years post transfemoral tavr procedure with a sapien xt valve, the valve was failing due to regurgitation. A valve-in-valve was performed with a 23 mm sapien 3 ultra resilia valve. No patient complications were reported.